Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a low battery alert prior to the replace battery alert or replace battery now alarm was occurred. Blood glucose was 168 mg/dl. Troubleshooting was performed. Customer also reported that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. No unexpected battery power loss noted during testing.